Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05349 & 05350).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and indicates the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision procedure on (B)(6) 2007. Revision operative report noted the presence of fluid, a loose acetabular cup and bone loss. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor acetabular cage/liner and biomet head.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2007 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and indicates the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.